Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1p6rp implanted: (B)(6) 2018 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 16-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their ins battery wasn't working right for sometime now ("for a long time, months") and that it was 'antiquated.' The patient further clarified that by not working right, they meant the therapy hadn't helped their symptoms and when they went to connect to see their settings they weren't able to connect to see the settings. The patient stated they went to see the nurse practitioner (np) who they saw every 6 months at their gastroenterologist's office and that the np would always check the ins and the ins battery life however the np hadn't been able to connect to the patient's ins either and told the patient it was time to get a new ins because the battery was dead. The patient stated they'd called at some point and spoke with 2 individuals at some point. The patient stated they put the patient in touch with a health care provider (hcp) who could do the implant procedure and that they had seen someone and told them some of their symptoms and the patient stated the hcp told the patient "sometimes it will attach to the nerve," and that "that could be a problem" and they told the patient the system was "old" and needed to be replaced. The patient stated that they were going to schedule a surgery and they were told by the representative that they would look into things and call the patient but they hadn't heard anything. The patient stated most recently, the ins site felt like it was "lumpy" where before it used to be smooth like "a peppermint patty" and they've also been having discomfort that would wake them up at night and they'd be in pain. Patient services reviewed the role of the manufacturing representative (rep) and redirected the patient to follow up with their health care provider (hcp) to discuss their concerns. Patient services also provided the patient the national answering service (nas) number for the patient to provide to the hcp if needed. Patient stated they had an appointment coming up this week so they would follow up with their hcp and ask if they would be working with with the other hcp for the replacement procedure and talk to them about their symptoms. Additional information was received from the patient. They ca lled back from the registered phone number and repeated information regarding the ins not working, the ins feeling jagged, and having some pain. The patient had an x-ray of the ins site recently and the results indicated that "the in-tact lead extends into the pre-sacral soft tissues." The patient did not know what that meant and asked if that was bad. The patient was redirected to their hcp to discuss the issue. The patient said they had an appointment with their gastroenterologist to discuss whether they will keep the ins and lead implanted or replace the ins and lead. The date of the appointment was not provided. The patient said they will call the doctors office.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1p6rp, implanted: on (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they were seeing a surgeon now to determine their next steps. Patient stated they thought the device needed to be removed or replaced and reiterated that it wasn't working, that it was old and the ins site was causing them pain/discomfort at night and waking them up but when they met with the surgeon, the surgeon took an x-ray and asked the patient if they wanted to have the implant entirely removed or replaced and patient stated they hadn't been sure at the time. Patient stated they got a message in their my chart about their appointment. They said the ins was "ok, aside from it shifting a little bit out of place but they didn't seem to be too concerned about that. Patient stated that the my chart message read: "in regards to right side interstim: device intact. Lead extends into the 'presacral soft tissue'. No bony abnormality. 'Multi ve nous phleboliths' within the pelvis." Patient stated they should be a millionaire now with stock in depends for how many they've had to use. Patient stated they were going to see the surgeon on (B)(6) 2024 so they had no further information to provide in regard to the questions in their letter. Patient stated they had talked to an np they always worked with about the potential for an MRI-safe system and stated they may consider that but needed to see the surgeon on the 10th first. Patient stated they did think the ins was dead however and reiterated how they and their np hadn't been able to connect when they last saw the np. Patient stated the np also told them sometimes these devices didn't work so well when they were coming up to their end of life/when the ins batteries got older. Patient to discard letters. Patient mentioned how when they were at the hospital for their vertigo and they had wanted to do a head MRI but they determined they couldn't do the MRI so they did a cat scan instead. Reopened case to add information to secure note and documented reported event and closed case again. No further action was taken by patient services.